Event description:
It was reported that the insulin pump alarmed for a button error. The blood glucose reading was 12 mmol/l. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump was received with no button error alarm during testing however found corrosion on the keypad traces. Insulin pump had minor scratches on lcd window, cracks on the reservoir tube lip and scratches on the reservoir tube window.